Event description:
The distributor in (B)(4) reported that the device's fio2 delivery is out of specifications by 20%.

Manufacturer narrative:
Carefusion has requested additional information via email from the distributor in (B)(4) on the reported event and if there was patient involvement. As of july 15, 2015 there has been no additional information provided by the user facility pertaining to that request. (B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was that the device's gas delivery engine (gde) was malfunctioning. At present there are no replacement part available. Once available, a replacement gas delivery engine (gde) will be provided to the distributor in (B)(4) to repair the device and return it to service.